Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer removed a tampon and it was torn apart. She went to urgent care and was diagnosed with e. Coli infection and uti and was prescribed medication to clear up the infection. Her health has improved.